Event description:
It was reported that; this electrode and the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock and two untreated episodes. The technical services (ts) recommended an in-office troubleshooting to evaluate lead mechanical integrity and lead/device connection and additionally recommended performing x-rays. The ts also mentioned that the scenario involving sense b circuit which affects the primary and alternate vector, may be present. It was mentioned that the r-waves in secondary vector were not large enough for proper sensing, and due to the uncertainty of the sensing in primary and in the view of the patient's overall status it was decided to turn the device off. This electrode remains implanted. No additional adverse patient effects were reported.